Manufacturer narrative:
Medical device lot #: unknown; medical device expiration date unknown; device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter in syringe with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: this complaint is confirmed on the basis of the returned sample and the photographs provided. Examination of the returned sample identified a small piece of white plastic in the syringe barrel behind the black stopper. This item was determined to be the end of a plunger rod, to which the stopper is attached.

Event description:
It was reported that foreign matter was in the bd a-line¿ arterial blood collection syringe. Bdj confirmed that there was a white foreign matter which looks like broken tip of plunger in the barrel. No injury, blood exposure or medical intervention reported.